Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion which was reproduced. The reported symptom was verified and found to be caused by an out of specification downstream tube guide gap. The downstream tubing gap was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion during preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.